Event description:
During a programming visit "a relapse of meningitis" after implantation was reported. No further info has been received. Confirmation of meningitis occurrence, diagnosis and medical follow-up has been requested.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
(B)(4). Additional information: based on the received information, the patient suffered from a meningitis episode in the late post-operative period. A review of the device's sterilization records confirms that proper sterilization was applied at the time of manufacturing. No information available points to the implant being the source of infection. Despite several inquiries, no further information has been received.

Event description:
During a programming visit, a relapse of meningitis after implantation was reported. Likely it occurred sometime between programming appointments in (B)(6) 2014 and (B)(6) 2015. The patient does not have any inner ear malformation and was free of meningitis upon implantation. There were no complications during implantation surgery.